Event description:
It was reported that the 8015 had error 800.8000. There was no patient involvement. Bd has learned additional information. The customer reported that they "flashed" the pcu, "ran it through a pm and could not duplicate the error code." The device reportedly was placed back in service and "have not heard anything about it or know if it has been run yet." Although requested, device was not returned to bd for further evaluation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,g,b,c and d codes, remedial action required , remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the 8015 had error 800.8000. There was no patient involvement. Bd has learned additional information. The customer reported that they "flashed" the pcu, "ran it through a pm and could not duplicate the error code." The device reportedly was placed back in service and "have not heard anything about it or know if it has been run yet." Although requested, device was not returned to bd for further evaluation.